Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material in air/water-channel and cylinder" malfunctions would likely be related to the reprocessing that was not conducted properly due to leakage from bending section cover (a-rubber) and scope cover. The event can be prevented by following the instructions for use which state: detection methods are written in IFU: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). The customer did not provide a cleaning disinfection and sterilization checklist, so it is unknown if there were any deviations from IFU in reprocessing steps for the area foreign material remained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found the following: due to the wear of scope cover packing, water tightness was lost. Switches 1 and 2 had a cut. The electrical connector had corrosion. Due to damage to the electrical connector, the image was not displayed. Due to a pinhole on the bending section cover, water tightness was lost. Due to damage to the bending section cover, the insulation resistance value at the distal end does not meet the standard value. Due to the clogging of the nozzle, the air supply volume does not meet the standard value. Due to the clogging of the nozzle, the water supply volume does not meet the standard value. The image guide protector was shaved, and the objective lens had a scratch. The light guide lens had a crack, and the connecting tube had a wrinkle. Due to damage to the charged-coupled device unit, a noise image occurred, and the universal cord had a peeling coating. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a clogged nozzle, an air/water cylinder, and an air/water tube with foreign material. There were no reports of patient involvement.